Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, the image turns off automatically due to a defective g1 board (power supply). There is no image from the (sdi) serial digital interface in/out port due to a defective (qb) circuit board. The wires of one connector between the circuit boards (qb and x) were found loose. A screw on the qb board is missing. Additionally, there is a distorted image (a patch in the liquid crystal display panel, the (pwsw) bracket was found broken, and the bezel has multiple cracks. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer high-definition liquid crystal display monitor reportedly had a power problem, ¿power automatically switched off¿ that was found during a routine inspection. No death, injury or harm was reported. The device will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of the event was due to a faulty power supply board. However, the specific root cause of the faulty power supply board could not be determined at this time. Olympus will continue to monitor field performance for this device.